Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.